Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was investigated based upon information obtained in this investigation only, as the device was not returned to the legal manufacturer. As such, a further cause of the suggested phenomenon could not be presumed. It was concluded that this event was not caused from misuse by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed; the air gauge was loose on the front due to a worn out connector socket and air joint unit. Additional findings include the following: the power switch on the front had a cracked protective cover and its plastic cap was torn off, four suction feet (on the bottom) had weak suction force, the top cover had deep paint scratches, and there was low air pressure due to faulty air pump unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the front connector was loose on the maintenance unit. The issue was found during reprocessing. There was no person affected or patient involvement with the event. The intended procedure was diagnostic. The device was returned and evaluated, and the power switch was broken. There was no patient harm reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.